Event description:
It was reported that this patient was checked in clinic for the first time, since (B)(6) 2014. The device check revealed that this chronic left ventricular (lv) lead had no capture in all vectors. Additionally, the pace impedance had been greater than 2500 ohms, for the passed year. The patient was referred to an electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.